Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that nurd image occurred. During procedure, an opticross¿ imaging catheter was used to view an unspecified lesion. However, it was noted that a non uniform rotational distortion (nurd) image occurred during the second pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed an open hole at the sheath lap joint section of the device.

Manufacturer narrative:
Device evaluated by manufacturer: evaluation of the returned device revealed kinks in the telescope assembly at 70.1cm and at 72.5cm from femoral marker to the proximal end. An open hole was observed at the sheath near the lap joint section of the device and fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The telescope assembly was not able to properly pull back, advance, or retract due to kinks in the telescope. During flushing, fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. Impedance testing shows an electrical open at proximal wave form. Image characterization testing could not be performed due to the returned conditions of the catheter. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from removed hub. Ic windup was not found within the telescope section of the device. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, the electrical failure was a result of a broken coax cable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).